Event description:
It was reported to philips that the efficia dfm100 defibrillator alarmed, and was unable to function properly. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# (B)(4), is substantially similar to the heartstart xl+ defibrillator (model # (B)(4)) and will be reported in the united states under device model # (B)(4).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the self-test failed. There was no patient involvement at the time the reported issue was discovered. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows that the problem has not been reported again for this device. The device remains at the customer site. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.